Event description:
It was reported by repair work order that the oxygen bottle holder was unable to hold an oxygen bottle due to a frayed oxygen bottle holder strap. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.